Event description:
According to the reporter, during a procedure, the two needles had difficulty deploying, and did not get any tissue sample. It was noted that the nodule characteristics (hard tissue) or were not in the correct spot for deployment. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. However, after the procedure, the patient had pneumothorax. Report 2 of 2.